Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic radical nephrectomy, the device jaws was temporarily stuck on the tissue after firing on the renal artery. When the pa tried to pull back on the black knobs it initially did not open. She tried a second time and it did not open. On the third pull the device finally opened. They retrieved it by pulling on the black knobs. The surgeon was finally able to open jaws and remove from tissue. No patient injury has been noted.